Event description:
The customer obtained two non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. Patient sample 1 result: 0.057 ng/ml vs expected <0.012 ng/ml. Patient sample 2 result: 0.121 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside of the laboratory and corrected reports were later issued. There was no allegation of harm as a result of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros eci immunodiagnostic system. The assignable cause for events is unknown; however pre-analytical sample processing could not be ruled out as a contributing factor. There was no indication the vitros instrument or reagent had contributed to the events.